Manufacturer narrative:
(B)(4). Concomitant medical products: xl-115364 arcom xl 44-36 std +3 hmrl brg 990150; 115340 comp rvs hmrl ti tray 44mm 367310; 115313 comp rvsr shldr glnsp +3 36mm 302660; 115330 comp rvrs shdr glen bsplt +ha 524640; 180503 comp locking screw 4.75x30mm 402230; 180510 comp non-lckng screw 4.75x30mm 448060; 115383 comp rvs cntrl scr 6.5x35mm st 492280; 118001 versa-dial/comp ti std taper 201450; 180507 comp non-lckng screw 4.75x15mm 319810; 180501 comp locking screw 4.75x20mm 905410. The complaint is confirmed based on the surgical operative notes that was provided. Review of the device history records identified no deviations or anomalies. A root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05461, 0001825034 - 2018 - 05466, 0001825034 - 2018 - 05467, 0001825034 - 2018 - 05469.

Event description:
It was reported that patient experienced 750-800 ml of blood loss during the left shoulder primary surgery. The patient received a platelet gel injection at the end of the surgery. No additional patient consequences were reported. No other additional information is available.